Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 that the patient experienced receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data